Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported an audio failure/speaker malfunction. The device was not being used on a patient at the time of the event.